Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after performing a roux-en-y procedure where the device was used for the gastrojejunal anastomosis, the patient developed a stenosis in this region. A secondary revision procedure was performed.